Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes due to loss of capture were observed. The asymptomatic patient had pneumonia at the time of the episodes. Programming changes were made.